Event description:
It was reported via repair work order that the power cord had exposed bare wires due to power cord being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.